Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 2.1 pockets e6 and a4 were not detected. A field service engineer (fse) connected to the station remotely, logged into the admin panel, reset the network settings for internal drawers, and restarted the station. After the reboot, all drawers and pockets were successfully detected. The customer verified full functionality by performing inventory operations across all drawers and pockets. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es initially, the drawer 2.1 pockets e6 and a4 had failed and, after that, the device not detected any pockets in that drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.